Event description:
The customer reported that while monitoring telemetry patients, only waveforms were displaying. All other information was no longer showing on the display, including alarm and warning messages. A spacelabs technical support representative walked the user through performing a restart of the xhibit central station. Following the reboot, the customer confirmed the issue was resolved. Cause of failure was not determined.